Event description:
It was reported, "there was loosening of the tibial baseplate so the pt was revised."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.